Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an apollo catheter tip spontaneously detached before the appropriate location. The devices were prepared according the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing treatment of arteriovenous malformation (avm) with embolizing liquid. No intervention was required. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned within a primary and secondary shipping boxes, an open apollo outer carton, and a plastic pouch. Visual inspection/damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the catheter body. However, the distal ~2.0cm of the apollo catheter body was found stretched. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was returned. No damage was found with the detached distal tip. Testing/analysis: the apollo catheter ldpe overlap was measured to be 1.2mm and the detached distal tip overlap (proximal end of detach tip to edge of the overlap region) was measured to be 1.3mm, which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed as the distal tip was found detached from the catheter. Tip detachment (during navigation) can occur if the detach joint ldpe overlap length is too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, guidewire damage, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. The ldpe overlap length was found to be within specification. Information regarding patient vessel tortuosity or if there was any vasospasm was not reported. However, no vascular calcification was reported. The guidewire used in the event was not returned and the make/model was not reported. Therefore, any contributing factors (including compatibility) could not be assessed. It was reported that there was no resistance while advancing or retrieving the apollo catheter. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The apollo tip detachment occurred during navigation. No resistance was encountered while advancing or retrieving the apollo. The detached tip became stuck to the microguide and was successfully removed. The anatomical location of the apollo tip was the external carotid artery. No vascular calcification was observed, and no kinking or damage was noted on any of the devices.